Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer on 2019-mar-05 reporting that the lead between their chest, ear, and above their eye had always been light. They believed that over time it gradually pulled it further and further out of place. Eventually it did not provide any coverage. The revision temporarily provided resolution but then they got an infection and the stim. Unit was removed. The consumer noted that they were not doing well without the device. No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID: 3777-60, serial #: (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2018, product type: lead. Product ID: 3888-56, lot# v009997, implanted: (B)(6) 2007, product type: lead. Other relevant device(s) are: product ID: 3777-60, serial/lot #: (B)(4), ubd: 21-aug-2011, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) concerning patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported there was a lead revision. The rep stated patient had a lead above the eyebrow and another below eye socket, but they don¿t know which lead is placed where (caller did not have any imaging). The rep stated the lead above the eyebrow (supraorbital) is being revised as it has migrated and pulled back. The physician planned to replace the lead and the ins at the same time. The rep did not have any further information on the issue but noted the system has worked well for the patient. The rep speculated it was the octad lead that migrated based on their experience. The revision was planned for (B)(6) 2018. No patient symptoms were reported. No further complications were reported/anticipated.